Event description:
It was reported that a spectrum pump took longer to infuse chemotherapy medications than anticipated during patient infusion. The device was programmed to deliver approximately 508ml of fluid and it ended up having to infuse a total of 635 ml programmed before the bag was empty. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.